Event description:
It was reported that the pt came to the hosp because he was hearing worse than before. He said that when he pressed the skin around the coil he was able to hear much better. It was possible to see that there was inflammation of the area around the coil. Testing showed that nine of the electrode channels had hi impedance.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.